Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device shut down when the battery capacity was 70%. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The reported power fault occurred on the astral device when the old battery was installed. It was reported to resmed that the old battery was discarded. The device with the new battery was returned to resmed and an extensive engineering investigation was performed. Performance testing could not reproduce the reported power fault in the returned device. The reported device shut down could not be confirmed as the old battery and its battery logs were not available for investigation. The cause of the reported power fault cannot be determined. During investigation, it was found that the device failed to complete its internal self-test. This reported failure was due to a defective pneumatic block. There was no patient injury reported as a result of this incident. (B)(4).

Event description:
It was reported to resmed that an astral device shut down when the battery capacity was 70%. There was no patient injury reported as a result of this incident.